Manufacturer narrative:
Product discarded by facility. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The footplate broke off of the device towards the end of distraction phase. Distraction was achieved. Pt health was not compromised. Device was disposed of by hospital.